Manufacturer narrative:
Additional information: a3, b1, b3, b5, b7, d10, h1 and h10. B5: upon follow-up, it was reported that the cause of peritonitis was due to diverticulitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. H10: based on additional information received, the pd disposables was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. The cause, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.